Event description:
Caller reported cgm error 42, and it was noted that the pump had not recently come out of storage mode. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. Following the reset, the cgm error code was not displayed again, and the caller successfully started their sensor session.